Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses (rmt281412/8389639, pxc201400/8392725, pxc201000/9500236). It was reported that on (B)(6) 2015, the physician made the decision to intervene and extend both the right and left sides of the rmt281412 due to vessel growth distal to the originally implanted device, no endoleak has been identified. The right iliac was extended with a plc231400 and the left side was extended into the left external iliac with a pxc141400 and pxc121400. The patient tolerated the procedure.

Manufacturer narrative:
Concomitant medications: plavix, ecotrin, vicodin, proscar, maxidex, hydroxyzine, flomax, neurontin, hytrin, lasix. Additional aaa® devices included in this report: pxc201400/8392725, pxc201000/9500236.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications.according to the instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement.